Manufacturer narrative:
Maquet, inc submits this report on behalf of the device manufacturing facility. Maquet critical care ab provides product failure investigation, analysis and resolution for the device described in this report.